Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver contacted support after an occlusion alert occurred shortly after the patient announced a meal and received insulin for that meal. The caregiver stated that the occlusion occurred soon after lunch. All supplies were changed, including the infusion set, cartridge, and connector, and the issue was resolved following the supply change. During the call, it was discussed that the patient sometimes wore the steel needle infusion set for up to three days. Education was provided regarding the recommended wear time for steel needle infusion sets and the importance of changing supplies within labeling guidelines. The caregiver inquired about trying an alternative infusion set that could be worn longer, and assistance was provided to obtain a sample box. The caregiver was advised to call prior to applying new sites and acknowledged this guidance. The patient reported that blood glucose levels were affected during the event, described as elevated for approximately one hour, though the patient indicated feeling okay. No backup therapy was used, no ketone testing was performed, and there were no recent steroid injections. No professional medical intervention or additional assistance was required, and no immediate health effects were experienced. The patient was wearing a continuous glucose monitoring system at the time of the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.